Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the patient experienced loss of consciousness while the cgm reading was showing a normal value. The patient was brought to the hospital by ambulance. The blood glucose reading during the event was between 2.4 and 4.4 mmol/l. There was no information about treatment reported. There was no documentation of further medical intervention. No data was provided for evaluation. The allegation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient receiving assistance. The reported glucose values fall within the b zone of the parkes error grid checked by emergency services. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.